Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon went to implant this insert and noticed that the locking ring was broken before he went to impact it. We had to use a 10 degrees insert because we didn't have a back up.

Manufacturer narrative:
An event regarding a damaged locking wire involving a crossfire 0 deg insert was reported. The event was confirmed. A material analysis confirmed no manufacturing or material defects were observed. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The investigation concluded that the damage to the locking wire was caused by a failed implantation attempt. A visual inspection of the returned device showed signs of implantation damage.

Event description:
It was reported that the surgeon went to implant this insert and noticed that the locking ring was broken before he went to impact it. We had to use a 10 degree insert because we didn't have a back up.